Event description:
The customer was hospitalized with high blood sugars. Troubleshooting revealed the customer used the abdomen as the insertion site and there was some scar tissue noted. Customer stated that they had given themselves several injections but their blood sugars remained high. Tech recommended a new vial of insulin and sent the customer a chart of other possible insertion sites.